Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to unknown reason. The explanted product will not be returned.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to unknown reason. The explanted product will not be returned. Additional information was received that the reason for the ipg replacement procedure was due to magnetic resonance imaging (MRI) compatibility. No device malfunction was suspected. The explanted product will not be returned due to hospital policy.